Event description:
The patient claimed the animas insulin pump has intermittent power issues. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the black box or download history. Review of the black box confirmed power on resets. On examination, the battery cap was not returned with the pump for investigation. There was no damage to the battery compartment. Testing was completed with the use of a test cap, which secured tightly to the pump. The pump was exercised for 24 hours with a 1 unit per hour basal rate. There were no power issues or rebooting was duplicated during this testing. The pump cover was removed and revealed no evidence of moisture or evidence of damage to battery flex or power circuit. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.